Event description:
It was reported that an ilet pump¿s touchscreen fractured while the user was sleeping with the pump in a pocket, rendering the screen unusable and leading the agent to send a replacement and recommend reverting to backup therapy; the device had been synced and will be returned. Symptoms included hyperglycemia with a reported glucose of 360, headache, fatigue, and dry mouth, and alerts were heard but not seen due to the broken screen. Outcomes included a delay to therapy. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related break of the touchscreen component consistent with a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial.